Event description:
Literature: govaert b, melenhorst , nieman fhm, bols emj, van gemert wg, baeten cg. Factors associated with percutaneous nerve evaluation and permanent sacral nerve modulation outcome in pts with fecal incontinence. Dis colon rectum. 2009; 52(10): 1688-94. Summary: this article present a retrospective cohort analysis of pts who underwent a percutaneous nerve evaluation (pne) between (B) (6) 2000 and (B) (6) 2007 at one medical center and were diagnosed with fecal incontinence to determine which factors could predict pne outcome and whether possible factors may exclude pts form the treatment. A secondary purpose was to determine which factors could predict the outcome of permanent sacral nerve modulation. All 245 pts met the inclusion criteria for the study and underwent a pne in the study time frame. Before the pne procedure, a baseline 3-week bowel habit diary was completed. A pne and permanent sacral nerve stimulation success was considered a >50% decrease in the number of incontinence episodes as determined by a 3-week bowel habit diary. Reportable event: four pts experienced infection requiring explant of the system without new implant. See literature article with MFR report #3007566237201001442.

Manufacturer narrative:
(B) (4).